Manufacturer narrative:
One suturefix ultra ahr s inserter assembly was returned for evaluation. The returned device was visually inspected. The anchor assembly was returned separate from the inserter assembly. The construct was returned with one leg of suture missing. The anchor is frayed mid-point of its length. The trigger was returned pulled back and in the locked position, indicating proper deployment by the user. Additionally, the nose cone was removed to inspect the inner fork, which showed the fork tines to be intact. The tip of the outer shaft is bent. The condition of the device indicates it was subjected to excessive force.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question has not been returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product or the pertinent clinical details to consider. As such the complaint is being closed without conclusion. However, if the product is returned in the future the complaint can be reopened and evaluated.

Event description:
It was reported that the suture cut through to the anchor leaving the anchor in the bone.

Event description:
It was reported that the suture cut through to the anchor leaving the anchor in the bone.